Manufacturer narrative:
This report is submitted on 14 august 2020.

Event description:
It was reported that the patient experienced pain and shock sensations at implant site and subsequently was treated with steroid injections. The implanted device remains.